Manufacturer narrative:
Eval summary: the handpiece was returned in good condition. It was tested on a generator and no error code was noted. The handpiece no longer meets the specifications for phase margin. The handpiece was disassemled, a torn acoustic isolator was fund in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an hysterectomy procedure, received an error 5. The procedure was done with a monopolar device no consequence to the patient.